Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2008.), miscarriage (1 miscarriage in 2006) and depression. Previously administered products included for birth control: birth control pills from 2002 to 2008. Concomitant products included sertraline since july 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea (cramping)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the perforation, pelvic pain, abdominal pain, mood swings, cystitis, urinary tract infection, female sexual dysfunction, migraine, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain lower and back pain outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: unsure, had hysterectomy, but it wasn't clear if essure coils were found or removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 19-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bladder infection & uti, apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, lower abdominal pain, lower back pain. Outcome of event dysmenorrhoea, menorrhagia, genital haemorrhage were updated. Onset date of event genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain were updated. Reporter information, lab data, historical drug were added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('gen. Abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhoea"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: perforation, abdominal pain, pelvic pain, psychological trauma, genital bleeding, menorrhagia, dysmenorrhoea. Reporter added, patient demographic added, essure insertion date updated, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.